Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The user started receiving glucose suspend alerts on (B)(6) 2025, day 19 after insertion. An RMA was authorized for the return of the sensor. In-house testing and review of sensor data from the returned sensor showed optical instability in all sensing areas. The instability was attributed to delamination of an internal sensor component and damage to the filter, which were confirmed through microscopic inspection. Also, missed reads due to a communication issue were identified, leading to glucose blinding and subsequent to the glucose suspend alert. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 24 nov 2025. G3. Date received by the manufacturer? 24 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10, 4121. H6. Investigation findings updated to 3224, 628. H6. Investigation conclusions updated to 4307.